Event description:
The below report was received by health authority ansm (reference number: (B)(4). On (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2618 days after essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), a first episode of spinal osteoarthritis ("neck arthrosis"), dizziness ("dizziness impossible to treat"), tinnitus ("buzzing"), paraesthesia ("tingling"), facial pain ("face pain"), arthralgia ("pain from the hip to the ankle"), a second episode of spinal osteoarthritis ("neck arthrosis"), eye pain ("eye pain"), dry eye ("dryness"), pruritus ("itching"), fatigue ("fatigue"), gastrointestinal pain ("intestinal sensitivity"), nail disorder ("dry nails"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), depression ("depression") and exhaustion ("exhaustion"). An unknown time later she experienced headache ("headaches"). At the time of the report, the depression and exhaustion had not resolved. The outcomes for abdominal pain lower, dizziness, headache, tinnitus, paraesthesia, facial pain, arthralgia, eye pain, dry eye, pruritus, fatigue, gastrointestinal pain, nail disorder, dry skin, hair texture abnormal and the last episode of spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to the first episode of spinal osteoarthritis, dizziness, headache, tinnitus, paraesthesia, facial pain, abdominal pain lower, arthralgia, the second episode of spinal osteoarthritis, eye pain, dry eye, pruritus, fatigue, gastrointestinal pain, nail disorder, dry skin, hair texture abnormal, depression or exhaustion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-apr-2023. The most recent information was received on 11-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2618 days after essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), a first episode of spinal osteoarthritis ("neck arthrosis"), dizziness ("dizziness impossible to treat"), tinnitus ("buzzing"), paraesthesia ("tingling"), facial pain ("face pain"), arthralgia ("pain from the hip to the ankle"), a second episode of spinal osteoarthritis ("neck arthrosis"), eye pain ("eye pain"), dry eye ("dryness"), pruritus ("itching"), fatigue ("fatigue"), gastrointestinal pain ("intestinal sensitivity"), nail disorder ("dry nails"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), depression ("depression") and exhaustion ("exhaustion"). An unknown time later she experienced headache ("headaches"). At the time of the report, the depression and exhaustion had not resolved. The outcomes for abdominal pain lower, dizziness, headache, tinnitus, paraesthesia, facial pain, arthralgia, eye pain, dry eye, pruritus, fatigue, gastrointestinal pain, nail disorder, dry skin, hair texture abnormal and the last episode of spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to the first episode of spinal osteoarthritis, dizziness, headache, tinnitus, paraesthesia, facial pain, abdominal pain lower, arthralgia, the second episode of spinal osteoarthritis, eye pain, dry eye, pruritus, fatigue, gastrointestinal pain, nail disorder, dry skin, hair texture abnormal, depression or exhaustion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.